Event description:
It was reported that the patient's log files were sent for review. Log files contained pump off and driveline disconnect alarms. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.

Manufacturer narrative:
Additional MFR # 2916596-2022-11102. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: the serial number for the product in the event was not (B)(6) as provided in the initial report. The serial number was requested, but no information was provided. Lot number, expiration date, and manufacture date (h4) were all provided in the initial report but were not correct and are unknown. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. The system controller was not returned for analysis and no log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event, including the serial number of the controller; however, no response was given. No new additional information was provided. To date, the system controller (serial number unknown) is not available for analysis. As a result, the complaint file will close accordingly and re-open if pertinent information is received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section , entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-11102.